Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
After placement of the drainage catheter, the hub detached. Fluid began leaking and the patient was scheduled for replacement. The catheter was removed and replaced with a new one. Aside from this additional procedure, there were no further injuries to the patient.